Event description:
On (B)(6) 2018, the patient underwent an endovascular treatment of an acute type b dissection using a gore® tag® conformable thoracic endoprosthesis and a non-gore stent graft. The gore® tag® conformable thoracic endoprosthesis was implanted proximally. On an unknown date, a follow-up exam revealed that a proximal stent graft induced new entry (sine) and the thoracic aorta was dilated like an aneurysm from the proximal of the gore® tag® conformable thoracic endoprosthesis to an arch aorta due to the proximal sine. It was unknown how much the thoracic aorta was dilated. The cause of the new entry (sine) was unknown. On (B)(6) 2022, a reintervention was performed. An axillary ¿ axillary bypass was created. Then a gore® tag® conformable thoracic stent graft with active control system was implanted. The left subclavian artery was embolized as planned. The patient tolerated the procedure.

Manufacturer narrative:
It was unknown how much the thoracic aorta was dilated. The cause of the new entry (sine) was unknown. According to the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), dissection and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.